Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The insulation shows several, clearly visible holes about 40 mm from the tip. The insulation has been damaged. The damage can be seen with the naked eye without difficulty. A corresponding warning notice is located in the IFU. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline plastic handle. According to the information received, the incident occured during a procedure where the surgeon noticed that the shaft and insert instrument from the above tray used in laparoscopy surgery caused minor burnt on the patient bowel. There was no injury on the healthcare professional but patient had a minor burnt on the bowel. Additional patient information is not available.